Event description:
The patient had generator replacement surgery on (B)(6) 2015 due to the physicians suspecting generator "malfunction" due to erratic stimulation. Pre-operative system diagnostics were within normal limits, indicating proper device function. The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the patient would like to have his vns replaced. The physician¿s office reported that this patient had his vns ¿go bonkers.¿ upon follow-up, the physician's office reported that the patient called on (B)(6) 2015 that he felt the vns settings were too high. He used the magnet and had an unbearable pain at the generator site that brought him to the knees. On (B)(6) 2014, he reported coughing with stimulation which kept him up all night. The patient then presented to the office with the magnet taped to his chest. The settings were lowered and the patient has been fine since. X-rays were taken in (B)(6) 2014. The plan was to send the patient to surgical evaluation, as the patient is fearful of return of seizures, that there is an issue with the device and that the pain may reoccur. It was reported on (B)(6) 2014 that the patient began experiencing coughing associated with vns stimulation about two days prior and felt stimulation stronger. The patient taped the magnet over the generator and the coughing subsided. Diagnostic results were within normal limits. However during diagnostic testing, the patient was unable to catch his breath. There was no specific activity that coincided with the change in stimulation. The generator was programmed off. X-rays were provided to the manufacturer for review. No obvious discontinuities were identified with the vns system, although the presence of micro fractures is possible and no indication of what was causing the symptoms. The surgeon believes the generator is malfunctioning. The treating physician reported wanting to move forward with replacement because the complaints started months after parameter changes. Although surgical intervention is likely, it has not occurred to date.

Manufacturer narrative:
Initial reporter: name and address, corrected data: the initial report inadvertently reported the address, phone number and fax number incorrectly.

Event description:
It was reported on 04/02/2015 that the patient¿s erratic stimulation feeling resolved after generator replacement. Analysis of the generator was completed. In the analysis lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Manufacturer device history records reviewed. Review of the generator device history records confirmed all quality specifications were passed prior to distribution.